Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, and identified as requiring replacement. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.